Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 322. A review of the event history log identified system error 322 messages. Evaluation was able reproduce the symptom through troubleshooting of the device. The cause was determined to be an out of adjustment lower link switch. The lower link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 322 (link switch error low). This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.